Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states "effusion" as an adverse event. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00411 / 00413).

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6), 2009 and that her knee recently buckled as she was stepping out of her car. Patient further reported that the knee swelled immediately and that her surgeon drained fluid/blood from her knee. An MRI could not be performed due to the amount of swelling; however, an MRI is planned. To date, there has been no report of a revision procedure.